Manufacturer narrative:
Upon reassessment, it was determined that this event will be reported under MFR #0001822565-2017-03815, not report #3007963827-2017-00238 as originally determined.

Manufacturer narrative:
(B)(4). Medical product- gender solutions female (gsf) femoral component nonporous size 2 left catalog #: 00541401501 lot# unknown and modular cemented tibial baseplate size 1, left for cemented use only catalog # 642000210 lot #: 63396470. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03820, 0001822565 - 2017 - 03819 (previously reported on report: 0001822565-2017-03815). Remains implanted.

Event description:
It was reported that the patient is experiencing pain, swelling, stiffness, warm to the touch, and white dots near incision. Attempts have been made and additional information on the reported event is unavailable at this time.